Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and utilization of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set leak or defect. Although the pd effluent culture resulted with no growth, the patient reported a breach in aseptic technique by not completing hand washing or masking protocols prior to treatment. All patients are at risk of infection during dialysis due to a compromised immune system and dialysis techniques increasing the potential for microbial contamination. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the peritoneal dialysis peritoneal dialysis nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2020 with unknown signs/symptoms. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2g every 5 days and ceftazidime 1g ip daily. The patient¿s white cell count was 10,394 (unknown units). The pd effluent culture resulted negative for growth. After the final culture results were provided, the patient was instructed to complete the vancomycin regimen. The last dose was administered on (B)(6) 2020. The cause of the peritonitis was a breach in aseptic technique as the patient reported not washing their hands or masking prior to treatment. The patient was also constipated at the time of the peritonitis event. The patient continued to complete pd therapy utilizing the liberty select cycler and cycler set.